Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had poor technique.

Event description:
Customer complains of erratic results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 120-150mg/dl fasting. Verified the strips expire 2/28/2018. Customer confirms the strips have been properly stored. Reviewed meter memory: (B)(6). Customer called concerned that his meter was not reading accurately. He stated that he received a reading of 511 mg/dl, which he knew was not correct, as he was not experiencing symptoms of high blood sugar. He then retested and then retested within the same minute and received a result of 161 mg/dl. He feared that if he had gone based off the 511 and had administered insulin to himself he would of ended up unconscious. Customer did not administer insulin to himself.